Event description:
It was reported that the patient's implantable neurostimulator (ins) had migrated and that the patient experienced pain at the site of the extension tract. On (B)(6) 2011 the ins was replaced due to battery depletion. It was also noted that both of the extensions were replaced at the same time. The patient outcome was reported as recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3387s-40, lot #v012713, implanted: (B)(6) 2007, explanted: na, lead model 3387s-40, lot #v012713, implanted: (B)(6) 2007, explanted: na, extension model 748251, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, extension model 748251, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011. This device was being used in a clinical trial noted as (B)(4).

Event description:
Additional information received reported that the ins was replaced due to normal battery depletion. The extensions were removed and replaced to allow the ipg to be located in the abdomen. There was no patient injury.

Manufacturer narrative:
Analysis of the device, serial #nfd104657h, found that the battery was at normal end of life and there was no significant anomaly. Analysis of the extensions, serial #(B)(4) and serial #(B)(4), found that they had been cut through and segmented with no significant anomalies.

Event description:
The patient was seen in the emergency room and had a physician office visit the day of the replacement surgery on (B)(6) 2011. A x-ray was performed with normal results. Signs and symptoms included pain due to the neurostimulator migration and the severity of the event was moderate.